Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed that this system was explanted due to twiddlers syndrome and physician concerns about possible insulation damage. New system was implanted on the opposite side. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to twiddler syndrome. Should additional information become available, this file will be updated.